Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, interaction with associated devices and device positioning. In this case, it may be possible that the inaccurate delivery is related to the anatomical condition which was reported as narrowed with mild tortuosity, concentric, mild calcification and greater than 80% stenosis. A review of the lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for inaccurate delivery for this lot. There is no indication to suggest a product quality deficiency. All acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment.

Event description:
It was reported that during an interventional procedure to the narrow internal carotid with mild tortuosity and concentric, mild calcification and greater than 80% stenosis at the bifurcation of the right internal carotid artery and right external carotid artery, an 0.014 rx acculink ii 6-8/40 was advanced through the lesion. As the stent was deployed, it jumped about 1 cm distally and did not cover the lesion proximally. Another acculink 6-8/30 was deployed to successfully complete the case. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information.